Event description:
On (B)(6) 2022, the customer alleged to medela llc that her pump in style max flow has low suction and she has mastitis.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning; verifying no milk backup occurred and verifying the correct size breast shields were being used. During troubleshooting it was indicated by the customer that her nipples were rubbing against the side of the tunnel while using the 24mm breast shields so 27mm breast shields and a replacement pump were sent to the customer. The return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 5/25/2022, the customer stated that she started having symptoms of mastitis on (B)(6) 2022 but was not diagnosed until (B)(6) 2022 and was prescribed an antibiotic. Additionally, she indicated that the replacement pump is working well but has not tried the new parts yet. The device was evaluated on 06/07/2022, with the customer's parts and the medela lab kit and the suction tested low. It was noted in the evaluation that there was human milk residue in the tubing and motor aggregate (motor and pump assembly). The customer's report of low suction was confirmed. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.